Event description:
Customer stated "customer said that has wires exposed at switch and when used on patient on (B)(6) patient was burned". Product was returned for investigation. An investigation was done into the customers complaint and the inspector found that the product appeared to of been misused. The cord appeared to of been pulled on by the end of the strain relief to unplug from an outlet, causing the cord to detach from the strain relief. The customer admitted they would sometimes allow patients to lay on pad. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". Furthermore. The customer admitted that the pad had exposed wires and that he used a damaged product on a patient. The IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.